Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to an unknown product performance issue. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. The helix mechanism was found in an extended position and passed the helix mechanism test. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. According to this information received by our laboratory, indicating that this lead did not present a malfunction, makes this record as not reportable.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to an unknown product performance issue. No additional adverse patient effects were reported. The product has been received for analysis.